Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon turned the anchor on the ar-1915sf and the anchor fractured. The surgery was completed using another new product with the same product code and lot number. The product will not be returned as it was discarded by the hospital, and a photo of the product could not be provided as the hospital did not take any photo of the product.